Event description:
It was reported that a vns pt died in the or post operatively after the initial implant of the vns therapy system. A company representative that was present at the surgery revealed the surgery went well and diagnostics were within normal limits with no heart related problems as the pt had a history of a stroke. The company representative left the or once the pt's body was being stitched. A call was made to the company representative an hour after leaving the or from the neurologist indicating the pt passed away. At the moment, the cause of death is unk as no additional information has been received from the medical professional. Furthermore, the pt's device was explanted and returned to the manufacturer to undergo product analysis. Good faith attempts to obtain additional information have been unsuccessful to date.